Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that when opening the implant blister he noticed that the implant inside the blister was not 8.5 but 10. Patient has been sent home. No implant placed.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) t3st410, (t3 pro non-platform switched tapered implant 4mm (d) x 10mm (l)) for evaluation. A visual evaluation was performed, the returned implant has signs of use, and was identified as reported (t3st410) implant matched prints where measured. The implant's outer box was observed already opened, and the tamper seal was seen broken. Additionally, the inner tray was not returned for evaluation. The coob is non-verifiable since the condition of the product / packaging delivered to the customer is unknown / non-verifiable. Device history record (DHR) review was completed for the subject lot number 2120017536. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2120017536 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : packaging : incorrect product the customer did submit images for the reported event. The images was of a an opened tsx6b8 implant package. Based on the investigation and risk management file review, the most likely root cause determined was improper handling of product outside of zimvie controls. Therefore, based on the available information, a packaging malfunction could not be verified. The implants packaging was opened, and the implants tamper seal was broken. The implant also appeared to have signs of use. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.